Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer advised they were thirsty, had high blood glucose and over treated themselves for a low blood glucose level they had. Customer was advised to call back once they treat for high blood glucose in order to troubleshoot.